Event description:
It was reported that during a procedure, a versacross steerable sheath was selected for use. While using a non-boston scientific orion mapping of the left atrium there was a discomfort and resistance was felt that prevented sufficient mapping. Thus, the orion was removed from the body. At that time, the flush port of the sheath came off (the entire side tube detached, no valve or leakage noted). Thus, the sheath was also replaced as there was a risk of air contamination. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, sheath and side tubing came separated in the same packaging. Decontamination was successfully completed for all elements. Visual inspection (vhx images) revealed there were dried glue residuals on both sideport and tubing. Hence, taking measurements of the sideport showed it was under specifications. When aligning the marks and re-installing the tubing it was possible to match the marks on it with the sideport geometry. When doing this the distance between the sideport hub wall and the tube was also within specification. In addition, leak test was performed and passed. The reported allegations are confirmed based on the return and the investigations done on the device. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a procedure, a versacross steerable sheath was selected for use. While using a non-boston scientific orion mapping of the left atrium there was a discomfort and resistance was felt that prevented sufficient mapping. Thus, the orion was removed from the body. At that time, the flush port of the sheath came off (the entire side tube detached, no valve or leakage noted). Thus, the sheath was also replaced as there was a risk of air contamination. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.